Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after the associated rv lead was implanted for approximately 50 months, elevated shock impedance values were reported. At the moment, biotronik has no further information with regard to a possible revision procedure. Should we receive more details, this report will be updated. No adverse patient side effects have been reported. The event date was not provided.